Event description:
It was reported that during a heavily calcified, heavily tortuous, distal common carotid artery procedure, a versacore guide wire was advanced without resistance. A non-abbott guide catheter was advanced and pictures were obtained. As the versacore guide wire was being removed, there was resistance felt with the distal tip of the non-abbott guide catheter. The physician was able to manipulate the versacore guide wire through the non-abbott guide catheter and remove it. Upon removal the distal coils were found stretched in appearance, but the core of the guide wire was not separated. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the stretched coils were confirmed via returned device analysis. However, the difficulty removing the guide wire / guiding catheter could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the versacore instructions for use states: the hi-torque steerable guide wire is intended for use in angiographic procedures to introduce and position diagnostic and interventional devices within the peripheral vasculature during percutaneous procedures. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - used in the common carotid artery. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.